Event description:
Device issue: balloon material peeling. Time of device issue: unknown. Adverse event: none. During the procedure, as the rx mini vision stent system was being introduced into the unspecified artery, the stent system could not advance. It was noticed that the proximal struts of the stent were flared; therefore, it was not used. There was no adverse pt effect. No add'l info has been provided. During return device analysis, peeling balloon material was observed.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with the stent implant stationary on the balloon between the markers. The first three rows or proximal struts were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. The distal balloon shoulder was slightly bunched. There was balloon shredding at the distal balloon shoulder for a length of 2 mm distally. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The middle and distal measurements met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. It is likely the stent was damaged during the failed attempt to cross the lesion and further interaction with the lesion and accessory devices during retraction could have further contributed to the stent damage. Analysis noted the distal balloon shoulder was bunched and there was balloon shredding at the distal balloon shoulder which was not initially reported with the incident info. The balloon bunching and shredding appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the failed attempt to cross the lesion. To help ensure that the balloon bunching and shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and stent damage appear to be related to operational context of the procedure.